Manufacturer narrative:
The device was explanted and returned for analysis. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. The manufacturing records were reviewed and no issues were found.

Manufacturer narrative:
The device was returned. Analysis of the device is currently in progress. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that after the implant procedure the patient experienced severe abdominal pain. The device was explanted and the patient has recovered without sequelae. There have been no reports of further complications regarding this event.